Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-bf10 and lot number 77941223 combination found no related information. Device reported to have been discarded.

Event description:
It was reported that patient had originally undergone a bilateral knee replacement surgery on (B)(6) 2014. During the (B)(6) 2014 surgery the patient's patellas were not resurfaced. Patient had a patelloplasty/lateral release/bearing exchange on (B)(6) 2016 on the right knee. The (B)(6) 2016 revision surgery was not previously reported to arthrex. The patient had a left tka revision surgery scheduled for (B)(6) 2017 which was cancelled at patient request. During the (B)(6) 2016 procedure the original 10 mm bearing implant, ar-503-bf10, lot 77941223, was explanted. It was replaced with an 11 mm bearing implant, ar-513-bf11, lot 113601410, along with a patella implant, ar-504-psd0, lot 113601415. The following was obtained from patient medical records: records dated (B)(6) 2015: examination of right knee demonstrated swelling. Palpation of the right knee demonstrated medial joint line tenderness and medial tibial plateau tenderness. Mild effusion of the right knee was noted. Records dated (B)(6) 2015: assessment was effusion of knee and patella chondromalacia. Records dated (B)(6) 2015: x-ray findings right knee - prosthesis in place in proper anatomical alignment without rotation, loosening or stress shielding. It was noted that most of patient's pain seems neurogenic in nature from his back. Patient has protruding and extruding disc's l-spine. Records dated (B)(6) 2016: due to pain in the knee that is increased with activity and weight bearing surgeon recommended a total knee procedure. Patient has pain through a limited passive range of motion with crepitus and swelling. X-rays showed periarticular osteophytes and joint space narrowing.